Event description:
As received via a customer medwatch report ((B)(4)): "during declotting of an occluded left arteriovenous graft, the distal most portion (2mm) of the fogarty catheter (3fr) balloon tip broke off and was retained in a small branch of the patient's proximal radial artery. The physician was unable to retrieve the catheter tip and because there was no compromise to the radial pulse or flow to the hand, a decision was made to leave the foreign body behind. The physician described that when the fogarty catheter was advanced a second time into the graft, inflation of the balloon was attempted; however, the balloon had ruptured and contrast was seen traveling distally into the radial artery. At this time the physician tried to withdraw the balloon with gentle traction but it would not move. Then the balloon tore leaving behind the 2mm portion of the catheter tip in the radial artery." Follow up with the customer indicated that the doctor may have tugged on the catheter a little harder than normal. The doctor was going use a snare to retrieve the catheter but the catheter came out and it was noted that the catheter tip was missing. It was confirmed that there was no compromise to the patient's circulation to the hand. It was an outpatient procedure and the patient was discharged and went home. The patient was made aware of the event. It was not known if the clot was adherent or soft.

Manufacturer narrative:
The device was discarded at the facility and is not available for evaluation. A review of the manufacturing records indicated that the product met specifications upon release. With no product to examine it is not possible to confirm the complaint or determine conclusively if procedural factors may have contributed to the event. No actions will be taken at this time. It is not known if the customer submitted the medwatch report that was sent to edwards.